Event description:
During placement of a tessio catheter, the introducer tore (shearing of the sheath) and a portion of the introducer remains in the pt's subclavian vein. Removal of the portion was felt likely to compromise the tessio catheter which is currently needed for dialysis. Pt: 1204 vessel, device imbedded in, 2276 unretrieved non resorbable material in body. Device: 1527 fragments of device retained in pt, 1069 device breakage.